Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. The customer stated due to disconnecting the pump while charging the customer's blood glucose (bg) level was impacted however, a specific value was not provided. The customer stated the issue never cause's bg to "go dangerously high or low." Reportedly the customer would continue to use the pump for insulin therapy.